Event description:
It was reported that the customer had received a motor error alarm on the insulin pump. Troubleshooting was performed and the insulin pump failed the displacement test. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement test and alarmed motor error due to the motor encoder signal being out of phase.